Event description:
It was reported that the patient was revised for infection.

Manufacturer narrative:
The delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 44959002 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Device history review. The reported device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events reported for this manufacturing lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient was revised for infection.